Manufacturer narrative:
(B)(4).

Event description:
The customer reports: md was performing the procedure according to IFU. The catheter tip (rubber) was removed during the procedure and flushed into the patient's veins. Md had to use new kit. And the procedure was finished safely with the new product. It is confirmed there was no patient complications or harm. The catheter tip was quickly removed.

Event description:
Md was performing the procedure according to IFU. The catheter tip (rubber) was removed during the procedure and flushed into the patient's veins. Md had to use new kit. And the procedure was finished safely with the new product. It is confirmed there was no patient complications or harm. The catheter tip was quickly removed.

Manufacturer narrative:
(B)(4). The customer returned a 7fr ptd catheter and a ptd rotator for evaluation. Visual examination identified that the pebax tip separated near its middle, exposing the inner orange lumen. The separation point was smooth and uniform. The exposed lumen showed no defects or anomalies. The ptd catheter body was inspected and no kinks/damage/anomalies were observed on the catheter body or the ptd cable. The ptd catheter was inspected with the basket retracted and with the basket advanced and no defects were observed. The remaining portion of the black pebax tip attached to the basket measured approximately 3/8" in length. Based on the specification of 0.59"-0.61" per basket product drawing, approximately 0.225" of the tip was not returned. The orange lumen protruding from the basket measured 1/8" in length. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long , untreatable conditions or large pseudoaneurysm. The customer reported issue that the ptd catheter tip was separated was confirmed during the complaint investigation. The remaining portion of the basket tip was attached to the distal end of the basket assembly and the broken edge was smooth and uniform. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.